Event description:
Reference number (B)(4). Event occurred in canada. The patient's wife reported that the patient was re-insert the cannula twice as the tubing attached to the syringe and cannula was leaking on (B)(6) 2025 when the tubing was changed and no other issues. The patient's wife also reported that patient had parkinson disease and started the treatment for that on (B)(6) 2024. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.